Event description:
A pt was having an IV placed and the rn reports that while attempting to connect the catheter extension tubing set to the heplock/medlock, the extension tubing set malfunctioned. As per the rn, the locking device on the extension set separated from the tubing. This resulted in bleeding from the pt due to the lack of a connection to the vein access.